Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient was not satisfied with his vision. The iol was removed approximately one month after the initial procedure and replaced with a monofocal lens. The patient experienced mild corneal edema postoperatively, which resolved. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned submerged in liquid, torn into pieces and has scratches. Results from the product history record review indicated the product met release criteria. The file indicated that the replacement lens was a monofocal lens model with the same diopter as the complaint lens model. The product investigation could not identify a root cause. The returned lens was torn into pieces, similar to damage created when explanting a lens. A lens bench evaluation could not be performed due to the lens being returned in pieces.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: 2015-12115